Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, an unknown error message occurred and the patient replaced the transmitter early. No medical intervention was reported. Additional event or patient information is not available. The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter had 0 voltage. A review of the downloaded data log confirmed the reported event by the findings of a transmitter failure alert. The root cause could not be determined.